Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came out from the quick release. The site location was patient's left abdomen. The pump was worn in her bra. The infusion had been in use for 2 days and the infusions were not stored at extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.